Manufacturer narrative:
This is a final report. Labeling - this type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient does not appear to be responding to sound. Reprogramming the patient's sound processor did not resolve the problem. Results of integrity tests done on jan 24, 2007 and april 20, 2007 were consistent with normal receiver/stimulator function. An x-ray completed in 2007 showed normal placement of the electrode array. CT scans reportedly show a narrow internal auditory canal but a well developed cochlea. The patient's device was explanted ten months later. An MRI done at the time of surgery showed the absence of an auditory nerve. The patient was not reimplanted.